Event description:
In (B)(6) 2020, I started coughing, breathing issues, headaches, and skin rashes. I've been to ent doctor and pulmonologist and neither can figure out why I cannot stop coughing. I've completed an x-ray of my lungs but doctors did not see what was causing the problem; still as of today, they still do not know the reason I started having all of these issues. FDA safety report ID# (B)(4).